Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Stent dislodgement was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: an unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that via right radial access, the lesion was pre-dilated with a 2.0x8mm rx trek dilatation balloon. During the severely tortuous proximal circumflex stenting procedure, the 2.5x15mm xience xpedition failed to cross the heavily calcified lesion. The stent delivery system was removed without issue and the lesion was again dilated with a 2.5x15mm rx trek dilatation balloon. The 2.5x15mm xience xpedition again was advanced, but failed to cross the lesion. During removal, the stent caught on some calcification and dislodged in the left main/proximal left anterior descending artery. The dislodged stent was easily snared. The procedure was aborted, but will be rescheduled to be done via femoral approach. There was no adverse patient sequela and no clinically significant delay in procedure reported. There was no additional information provided.